Manufacturer narrative:
We received one 120803f catheter without the packaging for examination. The reported event of "balloon would not inflate" was confirmed due to the balloon being ruptured between the proximal and distal windings. The latex between the windings is missing and was not returned. Both windings are not damaged. Latex is visible under both windings. The catheter is free of kinks or indentations. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU the recommended inflation media is 0.2cc liquid. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The maximum pull force for this catheter is 0.7 lbs. On an inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon would not inflate before use. No patient complications were reported.